Event description:
On (B)(6) 2010, patient reported the down button was not functioning properly on his infusion device. This was first noticed as an intermittent issue a few weeks prior. The down button would not respond at all at time of report. Patient has used this infusion device for approximately 4 years and programs 4-5 boluses per day. Down button pops up after it is pressed. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.